Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address infection and loosening of the tibia and patella component at cement to implant interface. Cement manufacturer is from depuy. It was also reported that patient's bmi is above 50 and tibia has begun to collapse into varus. All implants were removed and static cement spacer was placed. The femur was not loose. Doi: (B)(6) 2015; dor: (B)(6) 2018; left knee.